Event description:
It was reported that oversensing of noise, high capture threshold, and high pacing impedance were observed on the right ventricular (rv) lead. Noise could not be reproduced via provocative testing. Diagnostic imaging was performed; no anomalies were observed. No intervention was performed; the patient was stable and will continue to be monitored. There were no adverse consequences.